Manufacturer narrative:
A trilogy evo machine flow sensor (pn 1135249) was returned for investigation for allegedly failing the flow test. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo machine flow sensor. Pil visually inspected the suspect component for obvious defects and found the o ring missing. Results of the investigation did not uncover any details that would impact the risk analysis for the device. Pil concludes that no further investigation can be performed.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator continually failed circuit calibration. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed; however, this is a non-critical issue. Additional findings not related to the alleged malfunction/issue: the unit also failed flow testing. Replacement of the machine flow sensor was required to address this issue.